Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The event was manifested by abdominal pain, loose stool, and cloudy effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with intraperitoneal amikacin (250 mg; frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient outcome and recovery status were not reported. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient was recovered from the peritonitis event (unknown date). Should additional relevant information become available, a supplemental report will be submitted.